Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tapered tip of the sheath had at some point ¿folded back on itself¿. It was reported that halfway through mapping the left atrium, the operator noticed on x-ray that there was an unusual appearance to the tip of the vizigo¿ sheath radiographically. The operator removed the sheath from the body, and it was noted that the tapered tip of the sheath had at some point ¿folded back on itself¿. The sheath was removed from the patient, and it was replaced. The procedure was continued successfully. There was no patient consequence. Additional information was received. It was reported that there was no internal sheath mechanism exposed. The tip was not rough and there were no lifted or damaged electrodes. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip of the vizigo¿ sheath was observed bumped, the bumped condition is related to the reported event regarding that the tip was folded back on itself. A device history record (DHR) evaluation was performed for the finished device number lot 60000137 and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device number lot 60000137 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tapered tip of the sheath had at some point ¿folded back on itself¿. It was reported that halfway through mapping the left atrium, the operator noticed on x-ray that there was an unusual appearance to the tip of the vizigo¿ sheath radiographically. The operator removed the sheath from the body, and it was noted that the tapered tip of the sheath had at some point ¿folded back on itself¿. The sheath was removed from the patient, and it was replaced. The procedure was continued successfully. There was no patient consequence. Additional information was received. It was reported that there was no internal sheath mechanism exposed. The tip was not rough and there were no lifted or damaged electrodes.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).